Manufacturer narrative:
(B)(4).

Event description:
Two sensors (lot number 5211737/serial number (B)(4)) were returned for evaluation. Both sensors were visually inspected and the sensor wire was missing from the sensor pod and seal carrier. The reported event of a detached sensor wire was confirmed. A root cause could not be determined. It is unknown which sensor is the sensor at fault.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was sticking out of the abdomen. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.